Event description:
It was reported that during initial preparation using contrast solution, the balloon was not inflated. While the balloon was purged, air bubbles noted coming from the balloon. The physician suspected that there appeared to be a hole or perforation in the balloon lumen. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacture.